Manufacturer narrative:
Event date: (B)(6) 2015. Nfr receiving date: 04/14/2016. Conclusion / root cause: the customer returned gds system was tested which revealed that the oxygen flow sensor caused this complaint. Replacement of u1 on the o2 flow sensor assembly corrected this failure. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The international customer reported the unit alarmed with a watch dog timer failure. There wasn't any patient involvement.